Manufacturer narrative:
Further information was requested but not received. Serial number, batch number, manufacturing date, expiration date, UDI, physical manufacturing site, patient name, patient date of birth, age, and physician name are unknown since the serial number was unknown. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the lead was repositioned due to an unknown malfunction. The patient was in stable condition.